Event description:
Patient arrived in clinic for pump disconnect. Patient should have received trabectedin in 500 ml over 24 hours. When patient arrived in clinic, trabectedin bag was full. Pump set to infuse at 22.7 ml/hr and pump showing 480 ml of 501 ml infused but bag is full.